Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the screen turned white and displayed a connection error during a colonoscopy which was completed with the same device involving an olympus colonovideoscope. There was no patient injury reported.